Event description:
It was reported that alerts were generated for right ventricular (rv) intrinsic amplitude out of range. Review of stored electrogram showed evidence of noise. Additionally, review of lead trends showed infrequent low rv pacing impedance measurements with the lowest measurement of 259 ohms. A scheduled review was performed and a non-sustained ventricular episode lasting approximately 3 seconds was observed. The stored electrogram showed the episode results in approximately 1.5 seconds of pacing inhibition. Lead measurements were stable in daily trends. The system remains in service and the observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.